Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 287 mg/dl. The customer treated with insulin pump. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 287 mg/dl and the sensor glucose reading was 51 mg/dl that triggered the insulin pump to suspend insulin delivery for two hours. Troubleshooting. The sensor was not returned for analysis. Ozo sensor; unomedical infusion set.